Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign healthcare professional (hcp) via a clinical study reported the clinical diagnosis was increased spasticity.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the implant date of the pump ((B)(6)2015), the implant date of the catheter ((B)(6)2019), and the patient's age at time of consent (34) and gender was female.

Manufacturer narrative:
Continuation of d10: product ID 8782 lot# 0214555077 serial# implanted: (B)(6) 2019 explanted: (B)(6) 2021 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving baclofen (500 mcg at 96.02667 mcg/day) via an implantable pump for unknown indications for use. It was reported that when the pump was replaced on (B)(6) 2021, no aspiration of cerebrospinal fluid (csf) was possible when the side port was punctured. It was further reported that they noticed damage of the silicone around the catheter, just at the location of the pump. This piece of the catheter was overhauled. However, after revision, aspiration of csf was still not possible. The device diagnosis was a catheter break/cut. The event resulted in hospitalization. The catheter was explanted and replaced on (B)(6) 2021. It was reported that presumably the pump had been non-functional for some time; the patient had no obvious effect of the baclofen. The healthcare provider had disposed of the catheter. Regarding etiology, the event was related to the device/therapy and not related to the implant procedure. The event resolved without sequelae as of (B)(6) 2021.

Manufacturer narrative:
Concomitant medical products: product ID: 8782; lot#: 0214555077; explanted: (B)(6) 2021; product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 29-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.